Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/20/2015 with the following findings:the threads of the battery compartment were found to be stripped: the reported issue was confirmed. Unrelated to the reported issue, the threads of the returned battery cap were observed to be damaged/stripped. Due to the damage of the returned battery cap, a test battery cap was used for the remainder of the analysis. The pump was able to maintain power with the test battery cap installed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.